Event description:
While treating a pt with the model 3100a, the user noticed a "chirping" sound coming from the 3100a. The 3100a was functioning properly, however, and the pt was not being compromised.